Event description:
A bipap a30 ventilator was returned to a third-party service center for evaluation and service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. There were no significant errors noted in the error log. The firmware was updated to the current version. The device failed "run-in" testing and functional testing for an unspecified ventilator inoperative error code. This failure indicated replacement of the main printed circuit board assembly was needed. The device was then noted to be working within parameters. The device will be included in the fsn 2023-cc-src-039.